Event description:
It was reported that patient (pt) called to schedule an appt with a manufacturer rep to have the implantable neurostimulator (ins) adjusted to where the therapy helped in a spot that the therapy wasn't working. Pt said that they also had concerns about recharging the ins since they had trouble with getting the ins to recognize the equipment. Pt said that sometimes the ins would act like it was charging, but they would check the status an hour later and see that the ins hadn't increased at all even though the controller battery went down. Pt said that sometimes they would just see no device found. Agent redirected pt to hcp. Pt said that hcp told them to call ps to schedule an appt with a rep. Agent advised the pt that a message would be sent out to the local reps requesting contact, however agent did not promise a time-frame on a response. Pt said that they had always called ps to schedule an appt with a rep so they were not happy. Patient repeated previously documented issue and added that the recharger had been getting hot sometimes. Agent sent request to repair for replacement recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.